Manufacturer narrative:
The t:slim g4 pump user guide states: do not start to use your t:slim g4 system before you have been appropriately trained on its use by a certified t:slim g4 system trainer. Consult with your healthcare provider for your individual training needs for the entire g4 system. Failure to complete the necessary training on the system could result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to receiving pump training on a new pump, the customer transferred the settings from their previous non-tandem pump, over to this new pump. The customer has been experiencing fluctuating blood glucose (bg) levels; however, the exact values were not provided. The customer also stated that they had experienced fluctuating bg levels with the same settings on their previous non-tandem pump. Reportedly, the customer treats fluctuating bg levels with bolus deliveries if necessary. At the time of the call, the customer's bg level was 181 mg/dl and the customer had taken a bolus via the pump, prior to calling in. The customer declined to perform troubleshooting with tandem technical support. A recommendation was made for the customer to complete pump training prior to using the pump and to discuss pump settings with their healthcare provider.